Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 500 mg/dl; cause of bg not known. Reportedly, the customer had heart damage. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2026 with the issue resolved. Customer reverted to an alternate method of insulin therapy.